Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by printer failure. A field service engineer entered support mode to troubleshoot the issue. Removed the paper and cleaned the roller, conducted a test print, and subsequently rebooted the station. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system printer was not printing the label properly. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.